Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer steerable delivery sheath for closure of the left atrial appendage (laa). The patient remained hemodynamically stable during procedure, and there was no difficulty in implanting the device. An echocardiogram was performed prior to discharge showing the device was in place. The patient was discharged. On (B)(6) 2022, the patient presented to the hospital not feeling well. Upon inspection, it was revealed that a moderate pericardial effusion had developed. The patient was kept in the hospital overnight, and a transfusion was performed. Levophed (norepinephrine) and fluids were administered. A pericardiocentesis was not required. On (B)(6) 2022, the patient returned for a follow up appointment, and the patient went into cardiac arrest for 30 minutes. The patient was transported to the nearest critical care facility. The device was still in place on echocardiogram. On (B)(6) 2022, the patient died.

Manufacturer narrative:
An event of moderate pericardial effusion, cardiac arrest and patient death were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that prior to the procedure, the patient's condition was reported to be stable. During the implant procedure on (B)(6) 2022, the patient's activated clotting time (act) level was 242 seconds. Heparin was administered during the procedure. During the procedure, there were 3 partial deployments of the device during implant. On (B)(6) 2022, the pericardial effusion noted was moderate but did not lead to cardiac tamponade. On (B)(6) 2022 when the patient returned for a follow up appointment, the pericardial effusion was not present, and the device was still implanted in place. The patient's death may have been attributed to a primary arrhythmia, and the patient had a known past medical history of atrial fibrillation. No additional information was provided.